Event description:
Olympus (B)(4) co., ltd. Reported that the endoscopic image was not displayed. The device was used in combination with a standard set. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) inspected the device and found that the endoscopic image was not displayed due to a broken camera cable. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the damaged camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the camera cable breakage may have been caused by the user's handling. The instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.